Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that during device check, a presyncopal patient presented with right ventricular lead fracture. High, out of range pacing lead impedance and loss of capture was also noted with the lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable pre-, mid-, and post-procedure.